Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) occurred. Blood glucose was 160 mg/dl. Reportedly, the customer successfully reloaded the cartridge to address the event.